Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/ medical investigation concluded that per email correspondence, no additional information is available. Without the requested patient-specific clinical information/documentation, further assessment of the reported events cannot be provided and the root cause beyond those reported in the article could not be concluded. The patient impact beyond the reported events could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Literature case "comparison of passive versus active motioning early rehabilitation after total knee replacement". Author: wang jun¿xia. In this study there were 151 patients bearing genesis ii posterior stabilized. It was reported that a patient suffered from superficial incision infection. The incision completely healed after the dressing change and intravenous antibiotic treatment